Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81: 72-77, that following a sling procedure, the patient developed urinary retention. The retention lasted for one month and the tape was cut in the midline.